Manufacturer narrative:
Initial

Event description:
It was reported that the user believed they were receiving too much insulin with meals and experienced a hypoglycemic event about 1 hour and 40 minutes after a usual breakfast, with blood glucose measured at 52 mg/dl that was treated with oral glucose (two 8 oz apple juices), returning to 112 mg/dl within about 30 minutes; the user requested to discuss adjusting their glucose target range. Symptoms included hypoglycemia with fatigue and muscle weakness. Outcomes included no lasting health consequences, and an unexpected medication intervention was required to treat the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.